Manufacturer narrative:
H3, h6: a clinical analysis was performed. All planned trajectories were planned with no observable issues. The probable cause of the reported deviation was due to a patient shift. The log files showed no indication of excessive force applied to the surgical arm or any abnormal behavior. Codes b01, c19 and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after placement of all screws at l4-s2, a final confirmation scan revealed that the right-sided screws at l4, s1, and s2 were trending medially by an estimated 5-10 millimeters (mm), indicating malposition. The patient had a schanz pin on the left side, which was believed to have contributed to accurate placement on that side due to increased stability. The malpositioned screws at l4 right, s1 right, and s2 right were removed, and the navigation system was used to proceed with the case. The event resulted in a procedural delay of 45 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.